Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device would not complete the boot up process and just repeatedly rebooted itself. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to use error as the user opened the lid during a software update and interrupted the software update. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device would not complete the boot up process and just repeatedly rebooted itself. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
The customer received a replacement device. Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.